Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 27, 2019 that a genesys hta procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. According to the complainant, one minute during the ablation phase, the physician noted some fluid leaking from the cervix and a fluid loss alarm error message appeared on the console. Reportedly, the patient sustained an external burn and was treated with premarin cream and lidocaine. The physician indicated that the patient has a curved cervix causing difficulty in passing the dilators. The procedure was cancelled due to this event. An additional attempt has been made to obtain follow up event details with no response from the clinician.